Manufacturer narrative:
On (B)(6) 2019, it was discovered that it was reported incorrectly on (B)(6) 2019, that ¿this report contains supplemental information for mentor psr reference number ip-(B)(4). The correct ip was number ip-(B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the analysis results showed that the device appeared intact. Leak testing was performed and no leak sites were detected. No additional anomalies were observed. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Reason for device explant and/or reoperation: rupture. The reported complaint was not confirmed. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. (B)(6). This report contains supplemental information for mentor psr reference number ip-00290813. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation with mentor memorygel breast implant 275cc and experienced rupture on the right breast implant. The left breast implant was intact upon removal. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implant 275cc on the left breast implant and mentor memorygel breast implant 250cc on the right breast implant on (B)(6) 2019. This medwatch is for the right breast implant. This report contains supplemental information for mentor psr reference number ip-00290813.